Event description:
(B) (4) received information that this patient experienced three lead dislodgements in the day of implant, as well as one dislodgement in the day following initial implant with this lead. This patient has dementia, was noncompliant, and very combative. During the lead revision procedure post-implant, a new right ventricular (rv) lead was implanted due to excessive torque of helix activation due to previous repositioning.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.